Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 400 mg/dl. Customer reported symptoms as a result of high blood glucose. Customer was using the auto mode feature at the time of event. The insulin pump will not returned for analysis.